Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a avenir stem (exact catalogue numb unk) on unk date and needed to be revised on unk date due to periprosthetic femur fracture. It is unk which all of the implanted devices were revised.